Manufacturer narrative:
(B) (4). The customer cancelled the service call.

Event description:
The customer states that the c-arm was displaying configuration error messages during a case. No patient injury was reported.